Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture clips were used. During an unknown procedure, the clipping did not complete properly. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # b)(4). Date sent to the FDA: 9/19/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: * what is the total number of products involved in this event? =>it is 6 clips are xc200.* did the event occur during one or multiple patient procedures?=>no. * what is the total number of procedures? =>it is 1.* have any of these events been previously reported to ethicon? =>no.if so, provide the respective reference number(s). * if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). * what is the lot number?=>currently it is unkwon. * what suture type was used?=>currently it is unknown. * what suture size was used? =>it is currently unknown.* when the event occurred, was the suture placed near the hinge of the clip? =>yes.* were you able to lock the clip closed on the suture?=>currently it is unknown. If yes after it closed, was the clip holding securely fixed on the suture? * was the applier checked for damage (jaws straight and aligned)? =>the applier looks no damage, but the applier sounds like click. * what was the surgical procedure involved? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.* was this a robotic procedure?=> I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.* if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. => we regularly contact with sale rep about the device returning.* please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).=>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. The following information was received: -qty of product involved: 6 => 1. -qty to be returned : 6 => 0. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.